Event description:
It was reported to boston scientific corporation on february 18, 2008 that a jagwire guidewire was used during a procedure within the common bile duct five days prior (patient gender, age and weight unknown). According to the complainant, during the procedure, a contrast study of the bile duct was performed. The jagwire was inserted into the contrast catheter, and the physician felt the device get stuck. The catheter and the wire were removed from the scope as a unit and it was noted that the tip of the guidewire was detached. No part of the guidewire remained inside of the patient. The procedure was successfully completed with another jagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual inspection of the returned device revealed that the jagwire showed evidence of missing pebax at distal tip section. Upon closer examination, the device surface indicates that it had come into contact with a heated object possibly burning several sections of the pebax tip. No other damage or inconsistencies were noted to this specimen during the analysis. According to the conducted investigation, the exact root cause and/or circumstances under which the failure occurred can not be determined at this time based on the complaint information and the evidence presented by the incident device. However, the most probable root cause is that the reported failure was caused by another device during clinical use. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.